Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One full osseotite® tapered implant 4 x 13mm (fnt413) was returned for investigation. Visual inspection of the reported product identified signs of use, bone residue around the implant and no apparent malfunction. A pre-existing condition noted on the per was high (type I) bone density. The reported device was located on tooth # 14 (fdi) and was implanted for approximately 8 months. The customer also reported inflammation, which will not be investigated, as it is a symptom of the reported bone loss event. The customer did not provide pictures or x-ray images of the reported bone loss. Advice history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. The complaint reported bone loss. The product was returned. The reported fracture was confirmed via visual inspection. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant was removed due to bone loss. Patient also had inflammation.